Event description:
During programming history database review high impedance was observed on the patient on (B)(6) 2025 and again on (B)(6) 2025. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A response was received from the physician stating that the cause of the high impedance was unknown and that there is no revision planned at this time. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.